Manufacturer narrative:
(B)(4) the date of the peritonitis event was not reported;however, the patient reported on (B)(6) 2016 they were currently hospitalized (reason not provided). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the abdominal pain and while hospitalized, was diagnosed with peritonitis. The patient was treated with unknown intravenous antibiotics for the event. At the time of this report, the patient was recovered from this peritonitis event. Pd therapy was ongoing. No additional information is available.